Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming process. The customer's blood glucose was 9.9 mmol/l. The customer was on their second set. The customer was advised to disconnect and clear the alarm. No insulin had exited and the device alarmed no delivery. Insulin was pushed manually, with the plunger, and insulin did not exit the tubing. The customer was advised to assemble a new set and attempt pushing insulin through, with the plunger, before attaching to the insulin pump. The customer was advised to monitor the device and call back if the issue occurred again. Nothing further was reported.